Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image did not appear when the power was turned on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that no image was displayed when powering on the video system center. The issue was found during preparation for use for a diagnostic otorhinolaryngology endoscopy. The procedure was completed with the same device, as the image was restored by powering on again. There were no reports of patient harm. An additional report will be submitted due to the reported device issue occurring multiple times. Please refer to the following report: patient identifier: (B)(6).